Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation this product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a pericardial effusion occurred. A pulse field ablation (pfa) procedure was performed using a farawave catheter. Approximately 2 to 5 minutes post procedure, the patient became hypotensive and a pericardial effusion was identified. A pericardial tap was performed and the patient was hospitalized. The patient was discharged three (3) days post index procedure.

Event description:
It was reported that a pericardial effusion occurred. A pulse field ablation (pfa) procedure was performed using a farawave 2.0 catheter. Approximately 2 to 5 minutes post procedure, the patient became hypotensive and a pericardial effusion was identified. A pericardial tap was performed and the patient was hospitalized. The patient was discharged three (3) days post index procedure.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation this product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the farawave catheter upn #m004pfce41m411 batch #0037798193. The farawave catheter was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis the farawave catheter was discarded at the healthcare facility, therefore returned device analysis could not be performed. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists cardiac trauma, including pericardial effusion, and hypotension as a known potential adverse event associated with the use of the device. Risk review a review of the farawave hazard analysis was completed and confirmed that the events of pericardial effusion and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported that a pulse field ablation procedure was performed using a farawave catheter. Post procedurally the patient became hypotensive and pericardial effusion was observed. Per a review of the product risk review documents maneuvering or manipulation of the farawave catheter during normal use such as insertion, advancement, maneuvering, or withdrawal, can lead to the occurrence of a pericardial effusion. Cardiac trauma, such as pericardial effusion, and hypotension are known potential adverse events associated with the use of the farawave catheter.